Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had a pump implanted in (B)(6) 2016. Refer to MFR report number 3004209178-2018-10244 regarding a prior event. The patient had experienced spinal meningitis / infection. The specific date of event / onset was not specified (day, month, and year unknown). It was unknown if the infection was confirmed. It was further noted that the day after (B)(6), the patient was admitted to a hospital. The patient woke up (B)(6) and they had taken out the pump and catheter. A total system explant occurred. It was noted that the patient¿s back was so scarred up from the infection that the pump wouldn¿t have worked. The patient was getting good results from the pump so ¿it bummed him out¿ that it had to be removed. It was indicated that the patient had a stimulator years ago and got (B)(6). No further patient complications have been reported as a result of this event. The patient¿s medical history included having had a stimulator years ago and got (B)(6).